Manufacturer narrative:
Visual inspection was performed on the returned autopulse platform (sn (B)(4)). No physical damage was observed. During initial functional testing, the platform passed without errors messages. Review of the archive data revealed that on the presumed event date ((B)(6) 2017), a properly charged battery (s/n (B)(4)) was installed in the platform. The user advisory 2 (ua2) occurred after 277 compressions and cleared. The ua2 is an indication that the patient may not have been aligned properly on the platform or the lifeband is open. Once the ua 2 was cleared, the autopulse performed 540 compressions (for approximately 7 minutes) on a medium size patient as indicated by the archive value of 95 pounds of load. After 540 compressions, the autopulse stopped again due to another ua 2 message. As the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors does not detect the expected increase in load. The archive revealed the take-up target and the confirmed the size of the patient is too small and light in weight during compression. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. Another possible cause is one side of the lifeband is twisted and became jammed in the roller/skirt area. The autopulse will be able to pull in the material in on that side, but the patient's chest recoil will not be forceful enough to pull it back out. Based on the investigation, we conclude that the autopulse performed as intended on the incident date and met all specifications during our investigation. The user advisory raised by the autopulse are as intended for patient safety and best possible CPR. The ua 2 did not indicate malfunction of the device; however, reflects user error. There are no indications of a autopulse malfunction. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The cause of patient's death was likely to be patient's underlying clinical condition. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). Death is an expected outcome for ohca.

Event description:
The (B)(6) fire department responded to a call of male in cardiac arrest. During patient use it was reported, the autopulse platform (sn (B)(4)) stopped compression. According to the reporter, there were no user advisory messages displayed. Following the first stop compression, manual CPR was performed until a second platform was obtained. Per reporter, no issues occurred during use of the secondary platform. According to the reporter, rosc (return of spontaneous circulation) was not achieved. According to the reporter, the patient's death was not a result of the autopulse issue. The autopulse battery that was used at the time of the event was later checked. Per reporter, the battery status indicator displayed a green led. No further information was provided.